Event description:
It was reported by the customer that a pyxis medstation system drawer 5.1 experienced issues with broken rails. The customer reported that a malfunction occurred while the user was attempting to administer medication to a patient. The user obtained the medications from an alternative location. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the issue originated from the drawer slide disassembling. The field service engineer installed a new drawer and configured its settings which resolved the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.